Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular impedance was suspected to be fractured due to high impedance and no capture when at maximum output. The lead was replaced. No patient complications have been reported as a result of this event.